Event description:
The device was connected to a pulseless, apneic patient and the display indicated the patient was in ventricular fibrillation. The defibrillator was charged to 200 joules however, when the discharge buttons were pressed, the device allegedly would not discharge. A back up device was obtained and treatment was continued. No copy of the code summary report was printed following the reported event. The patient's outcome and details were not initially reported.